Manufacturer narrative:
Synergy cranial instructions for use state, "place the tip of the instrument on the patient¿s nose and press and hold the footswitch. Move the tip of the registration instrument lightly around the firm and bony areas of the patient¿s nose, brow, mastoids, and scalp to collect points for tracer registration. Follow these best practices for tracing: gently maintain contact with skin at all times while tracing. If you need to lift the registration instrument to move around an obstruction, release the footswitch before you lift the instrument. Then reposition the instrument before you press the footswitch. Include as many uniquely-shaped areas as possible, but only trace anatomy that is included in the patient exam. Follow the tracing pattern shown on the screen, or make sure that you collect points both around the target anatomy and on the opposite side of the head. Do not collect points in areas such as the cheeks or neck where the skin may be loose. Trace at a medium pace. Do not trace so slowly that all of the points are clustered in a small area. Do not trace so quickly that you cannot maintain gentle contact with the skin. Continue tracing until the progress bar on the software screen indicates 100%. When tracing progress reaches 100%, the software matches the points to the 3d model. If tracer registration is successful, the software auto-advances to the accuracy verification screen. Note: if registration fails, a message displays and the software returns to the first step in tracer registration."

Event description:
A medtronic representative received a report from a site that alleging an inaccuracy of approximately 2 millimeters occurring while in a posterior cranial procedure. As the surgeon approached the tumor, the surgeon deemed being inaccurate in the posterior direction by 2-3 millimeters. The site said they believe this was possibly due to the poor quality of magnetic resonance imaging (mr) they were using, but had not informed the medtronic representative whether or not they had registered the patient with that mr or with a computed tomography (CT) they also had for the patient. There was no delay in therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - a medtronic review of patient archive and pictures of tracer pattern find the 3d model looks good, the tracer pattern was not great. The points circle the patient's head and it appears that the probe was lifted off the patient's head while tracing so the points are in space. (B)(4) 2015 - software investigation completed. Findings are that the tracer pattern collected was not correct for an optimal tracer registration. Software is functioning as designed. Use error.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿